Event description:
It was reported that the charging pad did not power the ilet despite proper placement, removal of the clip, attempts with multiple outlets, and no indicator light observed, consistent with a device charger failure. Symptoms included none reported. Outcomes included none reported. Investigation included technical review and follow-up outreach. Investigation of this case revealed that replacement of the charger was initiated and the original charger was requested for evaluation. It was concluded that the event was attributable to a malfunction of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.